Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information received indicating that the cause for high threshold was due to lead dislodgement. Moreover, the behavior was attributed to patient anatomy. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.